Event description:
It was reported that the user experienced low blood glucose readings in the low 70s mg/dl with associated symptoms consistent with hypoglycemia, and per troubleshooting guidance consumed oral glucose; subsequent follow-up indicated blood glucose increased to approximately 80 mg/dl with symptom improvement and instruction to continue monitoring. Symptoms included signs consistent with hypoglycemia. Outcomes included recovery without escalation of care or hospitalization. Investigation included a blood glucose questionnaire and user education on hypoglycemia recognition and treatment. Investigation of this case revealed no device alarms requiring action and no device malfunction identified based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with user-level hypoglycemia management. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.